Manufacturer narrative:
Correction: removed h6 low impedance code.

Manufacturer narrative:
The reported events were discomfort due to diaphragmatic stimulation, loss of capture and lead perforation. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension length was measured to be within specification. A tip stiffness test was performed, and the results were within specification. The reported events of loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited high capture threshold. During post procedure follow up, the patient was said to be experiencing discomfort due to diaphragmatic stimulation. The lead was discovered to have lost capture and showed a drop in pacing impedance. X-ray revealed that the lead tip had perforated the ventricle and was now in the lung space. The lead was explanted the next day on (B)(6) 2023. The patient also had large left apical pneumonia thorax which required an additional procedures on nov 19, 2023 and nov 27, 2023 for chest tube insertion and removal. The patient was stable.